Manufacturer narrative:
(B)(4). Batch # n57573. Device evaluation: the analysis results showed that the cs40g device was received with no apparent damage and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: can you please clarify how the device "did not work correctly"? Was there an issue loading the cartridge into the device? Would the device not close on tissue? Was the device not able to be fired (meaning no staple line or cut line delivered)? Please provide further detail of the event. The report is that the stapler formed the staples in the proximal line and did not form the staples in the distal line, nevertheless, the cut occurred. It was necessary to open another stapler of the same model (it was already loaded) and redo the "lower" stapling, that second stapler worked correctly. Fortunately, there was enough tissue to rework the stapling. The harm to the patient is that the stapling / cutting was not performed at the site initially chosen by the surgeon. Despite this, the surgery went well and the patient had no other reported occurrence due to the defect and the exchange of the material.

Event description:
It was reported that during an abdominal rectosigmoidectomy, the device did not work correctly. No harm to the patient. There was an increase in surgical time for the replace of instruments.